Event description:
New information noted that the lead also exhibited high capture threshold and r wave amplitude variation.

Event description:
It was reported that patient presented to the emergency room. Prior to procedure, it was noted that right ventricular lead exhibited high pacing impedance. Diagnostic imaging confirmed conductors had externalized. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.